Event description:
It was reported the device displayed an error code. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, the device does not have the capability to display this error code. It was noted that one side bail cover and battery drawer were broken, the lead flex cover was contaminated and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.